Manufacturer narrative:
B1 - adverse event/product problem, b2. Outcomes attributed to ae, h1. Type of reportable event, h5. Labeled for single use, h8. Usage of device: correction,d3. MFR establishment name and h6. Adverse event problem codes: updated.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that a transesophageal echocardiogram (tee) clearly revealed air bubbles in both atria and ventricles, in the presence of a known patent foramen ovale (pfo). The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. As received, there were no damages or anomalies observed. During priming of the recirculating path, the fluid path was checked for leaks. No leaks were observed. No breach into the infusate fluid path was observed. All of this testing was repeated for the new, unopened sample returned. No leaks were observed. No fluid path breaches were observed. Free flow was observed during operation with all air bubbles being primed out. The complaint of air-in-line cannot be confirmed nor replicated.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that clinically, the patient showed signs of a pulmonary embolism. A transesophageal echocardiogram (tee) clearly revealed air bubbles in both atria and ventricles, in the presence of a known patent foramen ovale (pfo). At the end of the transfusion, air bubbles were detected in the hotline infusion set at a location where air should not be present under normal conditions. Patient is a 77-year-old male.